Event description:
It was reported that the right atrial (ra) lead was removed and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal connector of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the distal sleevehead was observed to be covered with blood and visual summary analysis of the lead indicated apparent explant damage. It was also noted that electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m55 implantable defib lead 2013-(B)(6), d334trm implantable biv defibrillator 2013-(B)(6), 419488 implantable pacing lead 2005-(B)(6). (B)(4).